Event description:
A patient reported they were uncomfortable with their one touch basic meter due to their meter allegedly would prompt the "not ok" message as well as reading their blood sample as control. The results on their meter were 30c, 76c, 218, 140c, 170 mg/dl. (C= control reading). Pt reported no symptoms. Patient using expired test strips. No treatment was reported. No further information has been reported.